Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopy surgery the insulation on the apollo rf device came loose during the knee arthroscopy. Small black particles were visible. They were suctioned out as best as possible using the shaver. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.